Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 9/8/2010 and was last repaired on 10/18/2013 for a related issue. Eval of the device observed that there was wear to the right end of the roller and galling of the roller and cutting gears. Eval of the cutters revealed that both cutters of ratios 1.5:1 with serial number (B)(4) and 2:1 with serial number (B)(4) failed cutter eval, producing incomplete cuts, and were returned to the customer as non-repairable. Prior to repair, test mesh could not be performed due to the damaged gears. Repair of the device included replacement roller, roller gear, cutter gears, collars, and bushings, side plates, bushings, ratchet gear and sliding pin. The customer is a cadaver tissue bank, which experiences heavy usage of devices. It should be noted that cutter of ratio 2:1 with serial number (B)(4) failed cutter eval and was returned to the customer as non-repairable two times previously. Improper handling by the user failure to replace the damaged cutters most likely caused damage to the roller, cutter and their respective gears, which most likely caused the customers reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the gears were damaged on the zimmer skin graft mesher and need to be replaced. It was noted that the mesher is pulling and tearing tissue. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.